Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended to replace this device as critical therapy may not be guaranteed. Reportedly, the device was unable to be interrogated as well. Subsequently, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the pacemaker was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both pacing, and defibrillation therapy remained available. The device battery was removed and replaced with an external power source. The current drain was measured and found to be normal. A review of the device memory confirmed that the device underwent a reset due to memory corruption which resulted in the observed safety mode status. However, the specific reason for this memory corruption could not be confirmed as the pacemaker functioned normally.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended to replace this device as critical therapy may not be guaranteed. Reportedly, the device was unable to be interrogated as well. Subsequently, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.